Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -11.5 diopter, in the patient's right eye (od) on (B)(6) 2007. The reporter indicated the lens had a refractive change over time. The reporter indicated the plan is to explant and exchange the lens. The lens remains implanted.

Manufacturer narrative:
Additional data: work order search: no similar complaints were reported for units within the same lot. (B)(4).